Event description:
It was reported that the pump exhibited a cassette not attached alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage. A review of the event history log found evidence of cassette errors. During the functional testing, the cassette not attached alarm could not be confirmed as the pump passed the nda test. The most probable cause of the issue is the cassette or the software. The software was updated. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.